Event description:
It was reported that the patient underwent hardware removal of a metatarsophalangeal joint fusion plate with 4 locking screws, 1 cortical screw, and a 4 hole cannulated cancellous screw. The locking screws and 4 hole cannulated screw were broken. This is report 4 of 4 for file (B)(4). This report is for the unknown 4 hole cannulated cancellous screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4)

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. This report is for the unknown 4 hole cannulated cancellous screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.